Event description:
A report was received that the patient was experiencing inadequate pain relief due to lead migration. The patient will undergo a revision procedure wherein the scs system will be replaced.

Manufacturer narrative:
Additional information was received that the patients ipg was at its end of life. The patient underwent a revision procedure wherein the ipg, lead, and anchor was replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief due to lead migration. The patient will undergo a revision procedure wherein the scs system will be replaced.